Event description:
Tap- it was reported that 173 days after implantation of a 2.75x20 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a stenotic lesion was located in the proximal left anterior descending (lad) artery. No information was reported on lesion calcification or vessel tortuousity. The lesion was pre-dilated using a 1.5x9mm maverick otw balloon inflated to 20 atms followed by a 2.5x15 sprinter otw balloon inflated to 10 atms. A 2.75x20 mm taxus stent was deployed in the lesion. A post-intervention percent stenosis was not reported. The patient received intra-coronary nitroglycerin during the procedure. No information was reported concerning patient complications. The patient presented 173 days after the initial procedure with a 99% stenosis proximal to the previously placed 2.75x20 mm taxus stent and a 20% in-stent restenosis at the distal end of the taxus stent. The lad was pre-dilated with a 2.5x15mm maverick balloon, and a 3.0x12mm taxus stent was deployed in the stenotic region, overlapping the previously placed taxus stent. The stent overlap region was postdilated with the 3.0x12mm taxus stent delivery balloon. Post-intervention results were reported as 0% for the 99% stenosis stenotic region. Pt complications were reported as "no immediate complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.